Manufacturer narrative:
(B)(6) (B)(4). Device evaluation anticipated but not yet begun.

Event description:
Primary disease: lumbar canal stenosis it was reported that on (B)(6) 2015, intra-op, the surgeon cut his hand with bifurcate part of a tab extender during final tightening. Surgeon's glove was ruptured and it pricked his hand.surgeon commented that he wanted to improve it because the part was sharp and dangerous. Product came in contact with the patient. Patient complications were unknown. Reportedly the event occurred at the time of connecting a counter torque per the sales rep.

Manufacturer narrative:
Product analysis :visual, optical, and manual tactile examination did not identify burr or sharp corner. Unable to replicate customer concern.